Manufacturer narrative:
Results: the complaint of "invalid impedance" and "high impedance" was confirmed. As received, the lamitrode incomplete lead had extensive damage to the paddle. One electrode was missing. Wires had been pulled through the breached silicone on the paddle; detaching them from the stim end electrodes. One of the electrodes had been moved from the cavity and severe discoloration was observed in the lead body. Additionally, a kink with all broken wires was observed 15cm distal to the paddle. As the outer tubing of the lead body was not breached, the fracture of the lead body was consistent with an overstress condition the lead was subjected to while it was implanted. Anchor was received in a good condition. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt ((B)(6)) was not receiving effective stimulation. Lead diagnostics showed high impedances and invalid contacts. The pt underwent surgery on (B)(6) 2013 where the pt's lead was replaced with a new one. It was noted during the procedure that some electrodes were damaged very severe. The pt is now receiving effective stimulation.